Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block e1: this event was reported by the distributor. The reported healthcare facility is: (B)(6). Block h2: additional information: b5 event description, e1 initial reporter address. Block h6: medical device problem code a1802 captures the reportable event of packaging foreign matter. Block h10: the returned radial jaw 4 biopsy forceps pouch was analyzed, and a visual inspection noted that the sealed areas of the pouch were intact. No hair was found on the pouch. The reported event was not confirmed. Based on all available information, device analysis found no issues with the pouch during visual test. Therefore, the most probable cause code is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used for a gastrointestinal biopsy procedure performed on (B)(6) 2021. During preparation, a hair-like foreign object was found inside the sterile area of the packaging. No damage was noted in the packaging and it was sealed. Another radial jaw 4 biopsy forceps was used to complete the procedure. There were no patient complications as a result of this event. A photo was provided confirming the reported event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). This event was reported by the distributor. The reported healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used for a gastrointestinal biopsy procedure performed on (B)(6) 2021. During preparation, a hair-like foreign object was found inside the sterile area of the packaging. No damage was noted in the packaging and it was sealed. Another radial jaw 4 biopsy forceps was used to complete the procedure. There were no patient complications as a result of this event.